Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found the instruction label was tempered and showed sign of being removed. The front panel was bent. Relief alarm pressure block assay was loose. Battery cover was cracked. The complaint was confirmed. 2 screws from the relief alarm pressure block assay were found loose and rattling within the device. This caused the block to become shaky and unstable. Root cause was attributed to the user. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Repositioned and secured the 2 loose screws from the relief alarm pressure block assay. Recalibrated. Replaced MRI battery, sintered filter and o'rings. Replaced cracked battery cover and reshaped front panel as it was bent. Adjusted peep control valve and CPAP control to tolerance. Performed preventative maintenance, recalibrated unit, cleaned and affixed new service label. Device passed testing after repairs., email is: regulatory.responses@icumed.com.

Manufacturer narrative:
B3: date of event is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the device's alarm relief knob is broken. Patient involvement is unknown.